Event description:
The pt suddenly did not feel stimulation anymore. At follow-up in 2009, there was no telemetry with the ins with either the pt programmer, or the physician programmer. The physician was unable to provide stimulation parameters. It was planned to remove/replace the device. Surgery had not occurred at the time of this report.